Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of failure to osseointegrate. Based on the report, the pt had good oral hygiene and good bone condition. The fixture was placed with a traditional 2 stage surgery and fixture was placed with primary closure in tooth location #4. Osteon was used as a bone material. The implant was removed because of the bone condition. The pt has no medical history. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.